Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call that they were experiencing high blood glucose levels and no delivery alarm that led to hospitalization on (B)(6) 2018. The cause of hospitalization was diabetic ketoacidosis and customer was wearing the device at the time of admission. Blood glucose level at the time of the incident was in the mid 200s mg/dl. Customer was treated insulin drip and saline drip for dehydration. Customer stated they were having issues with the infusion set. No troubleshooting was performed and no product is expected to return.